Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump load cartridge step did not detect the cartridge and pushed all but 20 units of insulin out of the pump. The reporter confirmed that the patient was not connected to the pump. The reporter sated that there was no known trauma to the pump. This report is made based on the allegation of the load cartridge step issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed "pump not primed" and "no cartridge detected" warnings recorded in the black box. During testing, a "no cartridge detected" warning was received during the load step when the pump failed to recognize the cartridge. A force sensor calibration test confirmed the sensor was out of calibration. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board.